Event description:
Revision surgery - due to the glenosphere disassociating from the baseplate.

Manufacturer narrative:
The reason for this revision surgery was the glenoidsphere disassociated from the baseplate after 4 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. To date the device has not been made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; this is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause of the reported problem. There are no indications of a product or process issue affecting implant safety or effectiveness.